Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultramini meter read inaccurately high. The patient tests her blood glucose 5 times a day. The patient manages her diabetes with lantus insulin and sliding-scale novolog insulin based on her meter readings. The patient was unable to provide a specific date/time as to when the alleged issue began. The patient claimed that she got a blood glucose reading of "80 mg/dl" obtained on the reported lfs meter at around 4:45 pm. At that time, the patient claimed that had symptoms of disorientation and sweating. At 4:55 pm that same afternoon, the patient claimed that her blood glucose was tested on an emergency medical services (ems) meter and a result of "57 mg/dl" was obtained. Based on statistical methodology, the calculated difference of the reported glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The patient was reportedly treated with IV glucose by ems and taken to an emergency room (ER). The patient recalled hearing the paramedics mention that her meter was way off compared to their own meter. She was released from the ER a few hours later when she started feeling better. The patient alleged that she might have taken too much insulin earlier that day based on an inaccurate high meter reading. The patient was unable to recall any specific meter readings she obtained that day prior to the event. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after taking insulin based on a meter reading.